Manufacturer narrative:
(B)(4).

Event description:
It was reported " the patient had a sudden acute myocardial infarction with reduced blood pressure, and then an iab catheter was inserted to stabilize the circulation. When the catheter was removed as planned, it was found that the catheter was stuck and failed to withdraw. Under dsa, it was found that the distal part of the balloon was partially opaque, and it was suspected that the balloon was ruptured and the blood entered the balloon. Then the vessel was cut and the catheter was removed. After removal, it was found that the balloon had ruptured and there were a large number of thrombus in the balloon". Additional information states that the patient's current condition is reported as "fine".

Event description:
It was reported " the patient had a sudden acute myocardial infarction with reduced blood pressure, and then an iab catheter was inserted to stabilize the circulation. When the catheter was removed as planned, it was found that the catheter was stuck and failed to withdraw. Under dsa, it was found that the distal part of the balloon was partially opaque, and it was suspected that the balloon was ruptured and the blood entered the balloon. Then the vessel was cut and the catheter was removed. After removal, it was found that the balloon had ruptured and there were a large number of thrombus in the balloon". Additional information states that the patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon re-turn, the device was in two sections (partial sections) and with missing sections. The total length of the first section was approximately 40.4cm and included the iabc bifurcate, short driveline tubing and one-way valve, cath-guard/cuffs, and a portion of the central and outer lumen. It also included the teflon sheath hub, which was noted damaged/cut at the distal side of the sheath hub. The sheath sidearm was noted cut. The one-way valve was noted connected and tethered to the short driveline tubing. The central lumen and outer lumen were noted damaged; the damage to the central lumen and outer lumen appears consistent with being cut. Dried blood was noted on the exterior sur-faces of the returned sample and within the short driveline tubing/helium pathway. The total length of the second section was approximately 30.0cm and included the iabc bladder, distal tip and a portion of the central lumen. The damage to the central lumen/flex-tip assembly appeared consistent with being separated from the inner cannula. Various damages were noted to the iabc bladder membrane; the damages were consistent with being ripped/torn and cut. No obvious leak sites were noted upon close visual inspection. Dried blood was noted on the exterior and within the interior surfaces of the bladder. The customer videos were reviewed. The first video shows an intra-aortic balloon catheter (iabc) after being removed from the patient and the user is showing blood coming from a damaged bladder. The second video shows fluoroscopy imaging of the patient with an inserted iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. Due to the returned state of the sample, the device was not able to be functionally tested. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood entered the balloon" is confirmed based on the visual inspection and customer video. Upon return, various damages were noted to the iabc central/outer lumen and bladder membrane. The device was returned cut in multiple areas and in separate sections. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. This will be monitored for any developing trends.